Event description:
Per the clinic, the patient scratched the implant site causing skin breakdown followed by skin flap necrosis. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient also experienced infection at the implant site.

Event description:
It was also reported that the patient experienced an extrusion of receiver/stimulator and the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient as of the date of this report.